Manufacturer narrative:
The root cause of the event was the left hand fan was functioning slowly. As a result, a plastic insulator melted due to a localized build up of heat. There was no danger of fire due to this failure mode. All plastic and parts are (B) (4) rated accordingly. No adverse events were reported.

Event description:
The user reported smoke coming out of the left side of the integra in the area of the power supply. The integra is in a small room and the smoke filled the room. The user left the lab, turned on fans, and opened doors to allow the smoke to dissipate. She stated there was no fire, no one was injured and no treatment was necessary. The field service representative determined there was a failure inside the power supply. He removed and replaced the power supply mains without 36v. To verify the analyzer operation, he observed operation for 2.5 hrs and performed calibration and qc which was acceptable.